Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, loose bowel movements (lbm) and bacterial peritonitis with culture positive for (B)(6) in a female patient coincident with dianeal pd2 unknown therapy. In (B)(6) 2011, the patient began dianeal pd2 unknown therapy (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with dianeal pd2 unknown therapy was unknown. On an unreported date, a break in aseptic technique occurred. On an unreported date, the patient experienced loose bowel movements. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized the same date. The cause of the peritonitis was a break in aseptic technique. On an unreported date in (B)(6) 2012, the patient began remedial treatment with cefuroxime (1.5gm three times daily IV). It was not reported if the patient underwent retraining for aseptic technique. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). A sample was not requested as use error was involved and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.